Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. The event occurred during surgery. No delay. No harm to patient or operator. The procedure was completed with another product. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device shows that the sealing of inner sterile pouch was opened. The review of the device manufacturing quality record indicates that 2 951 products biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 5 similar complaints (including the current complaint) have been recorded for biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was returned to the manufacturer. The device analysis is ongoing. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 1x40g, reference 3035890011, lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. The event occurred during surgery. No delay. No harm to patient or operator. The procedure was completed with another product. No adverse events have been reported as a result of this malfunction.